Event description:
Same case as 2134265-2008-01681. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty, a shaft fracture and a spiral dissection occurred. The lesion was pre-dilated with a 2.0 mm non bsc balloon. A 2.5 x 18 mm non bsc stent was implanted in the distal right coronary artery (rca). The physician then attempted to place a taxus express2 3.0 x 32 mm drug eluting stent to the mid rca, but a spiral dissection occurred with the mach 1 guide catheter. Therefore, the taxus stent was deployed overlapping the proximal edge of the previously placed stent. Upon withdrawal of the stent delivery system (sds), they were unable to remove the balloon due to strong resistance. The balloon was inflated twice, but was still not able to be removed. The physician then pulled strongly and the distal shaft fractured. No additional pt injuries or complications were reported. Pt status post procedure is noted as stable. Coronary artery bypass grafting (CABG) was performed for treatment of three branch lesions in 2008. The surgeon pulled the remaining part of the fractured taxus sds, but was not able to retrieve it. He then cut off the part of the sds that protruded from the ostium of the coronary artery in the aorta. However, the distal part of the sds remains in the pt with no plan of removing it. The CABG was completed successfully and the pt's condition post procedure is stable.